Event description:
There was an allegation of questionable elecsys hiv duo and elecsys hbsag ii results for 1 patient sample on a cobas e 801 analytical unit compared to an alinity analyzer and an unknown analyzer. This medwatch will cover hbsag. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv results. The initial hiv duo result was 16.7 coi, with an anti-hiv result of 0.0983 coi and an hiv antigen result of 16.700 coi, interpreted as reactive. The initial hbsag result was 41.6 coi, interpreted as reactive. The sample was sent to another laboratory for testing and the hiv and hbsag results were negative. The hbsag competitor value was from an alinity analyzer and the result was 4.3 index.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The investigation is ongoing.

Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to confirm the customer's reactive hiv result. There was not enough sample volume left for further investigative testing. For hiv duo testing, all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For hbsag testing, all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay. Repeatedly reactive samples should be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Only results confirmed according to recommended confirmatory algorithms are regarded as positive for hbsag. The elecsys hiv duo and elecsys hbsag ii assays perform within specification. No product problem was identified.